Event description:
The physician successfully closed an arteriotomy site with the perclose proglide device following a diagnostic procedure. Fluoroscopy was performed prior to the arteriotomy closure with the following findings: "the vessel was of adequate size and no disease was present;" the site was confirmed to be in the right common femoral artery (cfa). The procedure was performed without issues. Following the successful closure, adjunctive manual compression was held per hosp protocol. Ten minutes following compression, the pt lost their pulse "from the cfa site." The pt was taken to surgery and found to have a clot at the arteriotomy site. An embolectomy was performed and the pt's pulse was restored. The pt was taken to the cath lab the following evening due to a loss of pulse below the right knee. An angiogram was performed from the left side, and the pt was found to have "a tear/dissection at the right side location of the previous arteriotomy closure." Two unspecified stents were placed to treat the dissection. Blood flow was restored and the pt had a "good distal pulse." The current condition of the pt is unk. Although requested, no add'l info was provided.